Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump went to threshold suspend feature when blood glucose was 70 points different from the sensor glucose. The customer's father reported that the cannula from the sensor was bent. The customer's blood glucose was 172 mg/dl and sensor glucose was 59 mg/dl at the time of call. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.